Manufacturer narrative:
There is no indication service was dispatched for this incident. The customer-supplied files indicate significant events are categorized as noise events. For those particular files, the algorithm categorized many of the events as noise events due to a low mals (median angle light scatter) signal and removed them from further analysis. The noise events are not random and most fall in the neutrophil and monocytes population. The selective reduction of neutrophils and monocytes will cause those populations percentages to recover low and will also affect the relative percentages of the other populations. No flags were set for the samples provided for investigation. The lymphocyte percent reported for all samples was above 65%. Data analysis concluded that there were no instrument generated specific flagging messages for neutrophils or lymphocytes, and the lymphocyte percent reported for all samples was above 65%. The instrument performed as expected, triggering a slide review through the middleware (B)(4) system. A definitive cause of the incident is unknown.

Event description:
The affiliate reported the customer alleged erroneous analyte results, for four patient samples, without system flags, involving the unicel dxh 800 coulter cellular analysis system. The customer stated the system indicated signs of a flow cell clog while analyzing samples but the system did not alert the customer to review the results. The customer indicated the differential results were flagged by an alternate methodology used in conjunction with the unicel dxh 800 system. The customer indicated neutrophils and lymphocytes recovery on the dxh 800 analyzer appeared to be reversed and did not correlate with the manual differentials performed. The results from the manual differentials were considered correct. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.